Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. During a procedure to upgrade the pulse generator to an implantable cardioverter-defibrillator, the lead was explanted and replaced.